Manufacturer narrative:
Due to characterization limit e1 initial reporter is (B)(6). Updated fields: b4, b6, b7, d5, d10, e1(initial reporter), e2, g2, g3, g6, g7, h2, h6(type of investigation, investigation findings, conclusion), h11. A getinge field service engineer inspected the unit and found no functional anomalies. The reported issue could not be reproduced, and the display waveforms were confirmed to be functioning correctly. As a precautionary measure, the fse performed cleaning of the electrical contacts and connections on the inverter pcb and the color video recorder pcb, as well as the monitors coiled cable connections. The unit passed all functional tests in accordance with the manufacturers specifications.

Event description:
N/a.

Event description:
It was reported by the customer that, the cs300 intra-aortic balloon pump (iabp) had non-working screen. There was no patient involvement reported.

Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.